Manufacturer narrative:
Based on the information provided, no conclusion can be made. As reported, 3 months post implant of the 3dmax mesh, the patient experienced pain while lifting heavy objects which improved after the use of medication and wearing a hernia belt. Review of manufacturing records confirms the product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in july, 2020. Should additional information be provided, a supplemental MDR will be submitted. Not returned - remains implanted.

Event description:
As per (B)(6): as reported during a hernia repair procedure on (B)(6) 2021, the patient was implanted with the bard/davol 3dmax large, right. It was reported that three months post-implant on (B)(6) 2021, the patient began to experiencing pain symptoms after lifting heavy objects, and the symptoms improved after the use of medication and the auxiliary use of the hernia belt.